Event description:
The event occurred on an unspecified date and involved a plum 360 driver italian where the customer reported that the pump has battery issues, it turns off even while charging. There was no reported patient involvement. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was requested for evaluation but has not been received. Device logs will be reviewed.